Event description:
The customer reported to olympus, that the evis lucera video system center had frequent automatic power restart after startup. The issue was found during inspection prior to use, and the diagnostic procedure (gastroscope) was completed with the same device, and patient was not under anesthesia. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no image after startup due to faulty printed board . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The additional evaluation findings are as follows: excessive noise from the cooling fan, and the cord holder was missing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined. However, it is likely, that the event was caused by failure of print board. Olympus will continue to monitor field performance for this device.